Event description:
The patient had an ams acticon bowel sphincter implanted on (B)(6) 2007. It was reported that the device was removed and replaced due to recurring incontinence on (B)(6) 2014. No other patient complications were indicated for this event.

Manufacturer narrative:
Cuff catalog # 72401960, exp. Date: 11/16/2010, serial #(B)(4), mfg date: 11/2005; balloon catalog # 72402106, exp. Date 2/8/2011, serial #(B)(4), mfg. Date: 2/2006; pump catalog # 72402287, exp. Date 5/3/2011, serial #(B)(4), mfg. Date: 5/2006.